Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy procedure, the firing of duodenum resection with a device was successful. After this firing, the nurse pulled the release button back and removed the cartridge from the adapter, however the status indicator illuminated blue and the cartridge indicator was still flashing green. The device did not recognize the cartridge was unloaded. For the next firing, the nurse connected the cartridge to the adapter, however the status was the same, and the nurse could only open/close the jaws. After that, the nurse set the device. This time, the battery was included and reconnected the cartridge to the adapter, and the loading and the firing were successful. After this firing, the same event occurred, the nurse pulled the release button back and removed the cartridge from the adapter, however the status indicator illuminated blue and the cartridge indicator still flashed green. The nurse could not even open/close the jaws. They replaced another device and the procedure was completed. After the surgery, the sales rep checked the device in question 5 times and found that the event described occurred twice. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.